Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device: 10 months. The explanted device was returned for evaluation. Examination of the proximal-opening of the lumen of the inlet tube revealed a normal tissue ingrowth. No depositions were found in the lumen of the inflow cannula knitted graft or the lumens of the outflow elbow and the outflow graft. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces also revealed no depositions. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no abnormalities were found. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device and received a heart transplant on (B)(6) 2016. Upon notification of the patient's transplant, the health professionals also provided the following previously unreported information: pump thrombus was suspected in (B)(6) 2015 when the patient's lactate dehydrogenase levels were >1000 u/l and the haptoglobin was <10mg/dl. However, ramp echocardiograms and CT-angiogram studies were not indicative of thrombus, and there were no other clinical symptoms or atypical pump parameters. After more than 6 months of abstaining from tobacco use, the patient became a bridge to transplant candidate. It was reported that although the patient was eligible to be listed as status 1a for transplant, the transplant was not urgent. No additional information was provided.